Manufacturer narrative:
(B)(4).

Event description:
Info was received from the pt that she fell down some stairs about 2-4 months ago and experienced some stabbing pain at the ins site even with the device off. She has noticed some puffiness, swelling and itching at the lead site in the evenings. She was last able to recharge about one or two months ago and has been working with a company rep to charge her device. Pt states that charging is taking longer and she is charging it more often. It was reported she had her device off for the last two months. Rep did a physician mode recharge and normal charge screen came up so pt was sent home to recharge. After charging for 3 hours she only got 1/4 full. The next day, she came into the clinic with a dead battery. Rep did another physician mode recharge and device was getting six bars. The plan was to charge for 1/2 - 1 hour and then interrogate the ins system. X-rays were also taken and everything looked good. Additional info has been requested and if it is received, a follow up report will be sent.